Event description:
It was reported that balloon rupture occurred. Following stent implantation, a 6.0 x150, 135cm charger balloon catheter was advanced for post-dilatation. However, the balloon burst during inflation. The device was removed successfully and no device fragments left inside the patient. The procedure was completed with another 6.0x 150 charger balloon catheter. There were no complications reported.